Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up right ventricular lead exhibited noise causing noise reversion episodes and oversensing of noise. It was suspected that the lead sustained rib clavicular crush damage, the lead was capped and replaced successfully on (B)(6) 2017. The patient did not experienced any adverse consequence.